Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor was not communicating with a belt. The cause for the lack of communication is a loose white wire bundle which controls communication between the monitor and the belt connection. The loose white wire bundle is a result of the cracked monitor case. The root cause of the cracked case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the loose wires. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt contacted zoll customer support for an unrelated issue. During service investigation, a reportable problem was discovered. There was no communication from the monitor to the electrode belt. The pt was issued a replacement monitor.